Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted concurrently with cystoscopy; due to stress urinary incontinence. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. It was reported that following insertion the patient experienced chronic pelvic pain, vaginal area pain, painful intercourse, inflammation, leakage, bladder infections, physical pain and discomfort and severe pain. It was reported that the patient underwent mesh implant due to cystocele, urinary incontinence and urethral hypermobility on (B)(6) 2013 (recommended course of treatment by doctor). (B)(4).